Event description:
It was reported that implant was removed due to infection. Discovered during clinical procedure. Will replace implant in 4 months. Symptoms / patient impact: inflammation.

Manufacturer narrative:
Zimvie complaint number (B)(4). A4: patient weight unknown / not provided.